Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 pt for suspect device in coaguchek system 2.

Event description:
Caller stated the pt tested 4.7 inr on coaguchek system 1 and 2.8 inr on coaguchek system 2. Coumadin was held due to device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.